Manufacturer narrative:
(B)(4). The device was returned for investigation. The customer complaint was verified. The oxygen sensor was replaced and the device passed all testing.

Event description:
It was reported that a ventilator was displaying a low oxygen reading and might be in need of a new oxygen sensor. There was no patient involvement during this event.

Manufacturer narrative:
(B)(4). Additional information was received. This event no longer meets the requirements for reportability. Please disregard the previous report.